Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. An updated review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported three cortex screws were found broken post-operatively. The reported products were used for femoral trochanteric fracture. The initial implant date was (B)(6) 2014. The surgery of explant and re-fixation with another manufacturing¿s products was performed on (B)(6) 2015. Varus deformity was confirmed after the initial surgery. It was reported the plate was not broken this report is for three unknown screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: we have received these articles 04.224.224, 480.990s, 480.900, 414.834 back in an intact condition. Our investigation of the complained implants has shown: that the articles 414.838, 414.838, 414.836 we have received back broken / badly damaged and one with bone adhered. Also there are scratches on the surface and deformation at shank and at the thread visible. This indicates contact with the plate. We are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error may have taken place or that an overloading situation or strong body / bone movement from the patient led to these breakages of the screws. The manufacturing records were reviewed the implants were manufactured in (04.224.224, (B)(4), september 2013; 480.990s, (B)(4), december 2013; 480.900, (B)(4), may 2014; 414.834, (B)(4), september 2013; 414.838, (B)(4), january 2009; 414.838, (B)(4), june 2014; 414.836, (B)(4), august 2013), produced to specification and met all release criteria. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three unknown screws/unknown lots. Part and lot numbers provided, but it is unknown which ones were the broken screws: part 414.834s, lot 8633444; part 414.836s, lot 8590497; part 414.838s, lot 9019617; part 414.838s, lot 2452548. Part 414.834s, lot 8633444: grenchen; part 414.836s, lot 8590497: grenchen; part 414.838s, lot 9019617: grenchen; part 414.838s, lot 2452548: bettlach. (B)(4) varus deformity. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for the potentially involved part/lot numbers was completed: lot numbers provided correspond to the non-sterile version of part numbers provided. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 414.834s, lot 8633444: september 20, 2013; part 414.836s, lot 8590497: august 27, 2013; part 414.838s, lot 9019617: june 07, 2014; part 414.838s, lot 2452548: january 12, 2009. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.